Event description:
The patient underwent the surgery with t2 ph nail. After surgery, the surgeon found that the fracture part was dislocation.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.